Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to design. A manufacturing DHR review was not performed because. Non-manufacturing related issue.

Event description:
It was reported that a smiths medical epifuse broke. No adverse patient effects were reported.

Manufacturer narrative:
Two samples were received in used condition and it could be seen that the connectors had broken hinges. Smiths medical received several customer complaints describing cp1690 hinge break. Scar00171-cz was raised against supplier mar-lee in september 2017. Supplier recommended a redesign of the hinge area. Complaint trend was escalated to business unit level and the issue is currently monitored by trend tnd-00035.